Manufacturer narrative:
The investigation is ongoing. The evaluation confirmed the customer's complaint. Additionally, there was printed circuit board failure, there was occasionally no image due to rusty and corroded signal interfaces of a printed circuit board, corroded flat cables, and the battery did not work. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center's panel indicator did not light up, and the keys were unresponsive. The issue was found during a diagnostic bronchial examination. The examination was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected field: e1 - reporter phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: front panel indicators are not lit, and the front panel switches do not function. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.